Event description:
Information received by medtronic indicated that the insulin pump battery cap was damaged. Insulin pump had blank display. Display was not blank for 30 seconds and did not return. Display was blank at time of call. Insert battery alarm did not display on insulin pump screen. Contacts on battery cap was missing or damaged. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.